Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device shutting off unexpectedly could not be confirmed or duplicated. The device's electronic records were downloaded for review and there were no entries to indicate that the unit had improperly or spontaneously shut down. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.